Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that insulin was not delivering and was instead leaking at quick release. Customer reported that insulin pump did not alarm. Customer's blood glucose was 360 mg/dl. Customer also reported of receiving a blank screen display after battery change. Customer reported that display screen remained blank after three battery changes, and came back on after fourth battery change without all screens. Insulin pump continued to leak at quick release. Customer reported that insulin pump was not dropped and battery cap was not damaged or corroded. Customer was advise to monitor insulin pump and call back should issue persist.